Manufacturer narrative:
Initial.

Event description:
It was reported that a user received a pairing failed alert with a freestyle libre 3 plus sensor, after which rescanning initiated a sensor warmup and resolved the communication issue; blood glucose levels were reported as unaffected, and the device components implicated by coding included the antenna and the electrical/magnetic subsystem, consistent with an intermittent communication failure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem associated with intermittent communication, with involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.